Event description:
Reporter called on behalf of his wife, she experienced problems with a new portable oxygen machine. He says it has never worked and is defective. Both the caller and his wife are very upset about this. The caller says his wife did receive a replacement and so far it seems to be working.